Manufacturer narrative:
Investigation: a device history report was conducted for lot number 6085110. During our review no abnormalities related to this event were found during our monitoring of the manufacturing process. According to our records this is the only instance of a defective catheter occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally the device that was returned to us by your facility, was subjected to leakage testing; no leakage was observed under product specifications. Unfortunately based on our results, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that a pegasus gn 18ga x 1.16in qsyte-cap y had leakage. The following was reported, "five catheters were found leaked at the joint of catheter hub ext. And extension tubing; which were from the same secondary packing box. The leakage happened under normal pressure."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a pegasus gn 18ga x 1.16in qsyte-cap y had leakage. The following was reported, "five catheters were found leaked at the joint of catheter hub ext. And extension tubing; which were from the same secondary packing box. The leakage happened under normal pressure."